Event description:
It was reported that the patient presented for follow-up in clinic. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited noise. No intervention was performed. The patient was in stable condition and will continue to be monitored.